Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. Furthermore, a correlation between the patient's elevated ldh and the slight upward trend in power and downward trend in pi that were confirmed through the log file submitted to the manufacturer could not conclusively be established. A full examination of the pump could not be conducted because the device remains in use. Infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that although the patient looked well clinically, she had an isolated rising lactate dehydrogenase level. The patient currently has a driveline infection that is being treated with bactrim. Presently, the bactrim is working well, with no erythema, no elevated white blood cells or fever; just drainage at the site. Overall, the log file submitted to the manufacturer shows the pump power trending upward slightly.

Manufacturer narrative:
Approximate age of device: 1 year and 2 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.